Event description:
Event description boston scientific received information that this patient was hospitalized due to syncope. While in the hospital there were recorded periods of loss of capture in the ventricle. During interrogation, the ventricular lead triggered a lead safety switch to occur. Evaluation of the lead revealed inconsistent 'high' impedance readings. During the revision procedure, evaluation of the pacing system noted the distal ventricular setscrew was loose. Lead measurements through the psa noted normal values; however, loss of capture could be reproduced with manipulation at 5.0 volts. The decision was made to surgically abandon and replace the ventricular lead. The device remains implanted.